Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a (CPAP) device's sound abatement foam. The patient has alleged particles in device and airway and spots on lungs. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Corrections have been made as follows: box b: adverse event/ product problem changed from "both" to "product problem" box h: type of reported complaint changed from "serious injury" to "product problem" box h: health impact grid code changed from c172031 to c50675. Box h recall z number changed from "res 88058" to "z-1974-2021".